Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis of the aic logs was consistent with the complaint. Upon boot up, there were aic alarms for a controller error (loss of communication with the keyboard pca). Device analysis was completed, and console interior connections were verified. The 5-inch ribbon cable from the kbd to the 4-in-1 was inspected without severe kinks or discoloration. The cable was found slightly bent but not affecting the function of kbd. Console was powered on, and the alarm was not present/ reproduced. The console was then powered cycled 5 times with ample time to boot up fully. Normal boots were left on, and the keyboard was tested extensively with no issues occurring. Product history review was completed, and no action was required as a result of this review. In conclusion, the root cause of the controller error alarm was most likely due to defective kbd assembly. This report is being filed as part of a retrospective review of historical records. Note: initial reporter contact name is unavailable and indicated as unknown to section e1 accordingly.

Event description:
The user facility reported an automated impella controller failure was experienced. No further information was provided including no indication of any adverse effects to a patient because of this event.